Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was evidence of unacknowledged alarms as well as multiple partially discharged batteries being installed observed in black box. There was one low battery alarm observed in the pump's black box on (B)(6) 2014. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Unrelated to the battery life allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.